Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level and high blood glucose level. Customer blood glucose level was 2.3 mmol/l. Customer over did it and now blood glucose was 22.5 mmol/l with active insulin 9.6 units. Customer stated that was too much insulin. Customer was ok and felt high. The device will not be returned for analysis.